Manufacturer narrative:
Technician found that the left patient head siderail would not lock on up position, because the latch cover part #128846 was bent. Replaced this part to resolve this issue.

Event description:
Information received indicated that the left patient head siderail would not lock on up position.